Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a detachment between the port and the white tie, in addition to this a filtration is observed. A new device was inserted without complications.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. Visual examination revealed the extension line is partially disconnected from the luer hub. The edge of the tear in the extension line appears rough and jagged, indicating a stress related tear. The returned catheter was cut, with the length of the catheter extrusion measuring to be 355 mm. The returned catheter was connected to a 5 ml lab syringe filled with water. The end of the catheter was clamped and the plunger was depressed. Water leaked from the extension line where it was separated from the luer hub. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The reported complaint of the separation between the extension line and luer hub was confirmed by complaint investigation. The extension line was torn adjacent to the luer hub. The point of separation on the extension line displayed jagged and rough edges, suggesting excessive force was used and thus, the line was torn. The catheter leaked from the point of separation when tested with a lab syringe filled with water. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample as received and the report that the separation happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges a detachment between the port and the white tie, in addition to this a filtration is observed. A new device was inserted without complications.